Event description:
It was reported the patient underwent an exploratory laparotomy with bilateral salpingo-oophorectomy. During the surgery, a wound drain was placed on the right and left side of the patient to assist in controlling the bleeding. On a later date, an rn attempted to remove the drains by gently pulling out the tubes. The patient received wound care around the drains insertion sites and was discharged home with no signs of complications. At a later date, the patient presented to her primary care physician with lower abdominal pain. A CT scan was performed which showed a foreign body inside the intra-abdominal cavity. The patient underwent a secondary exploratory laparotomy to remove the drain segment. A small piece of drain and a long piece was removed from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.